Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported defective radical-7c unit turns off after 24 hrs recharge even though the battery seems fully charged. No consequences or impact to patient was reported.